Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose (bg) level 483 mg/dl-"high"; cause was unknown. Customer delivered a correction bolus via the pump. Additionally, it was reported that the customer experienced a low bg; specific value was not provided. Cause for low bg was unknown. The customer required assistance from paramedics by providing the customer sugar. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.